Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform where clock spring fiber was found to be failing on the 0x2 axis. Once testing was completed, the clock spring fiber was tested and was verified to be the source of the fault. The probable root cause is attributed to the clock spring fiber assembly in the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that one of the system arms was not running well, specifically arm 1. Error logs were unavailable due to a power cycle. Later, the user called back to state that the issue was actually with arm 2. The user converted to another da vinci system to continue with the procedure as planned. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained additional information: the arm 2 was blocked and had red leds. The patient tolerated the conversion to another system. No additional anesthesia was administered due to the conversion. There was no procedure delay. The procedure name and surgeon name was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.